Manufacturer narrative:
At the time of this report the glidescope ranger video monitor has not been received by verathon, however; the return of the device is anticipated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope ranger video monitor, there was no image. Reportedly the customer was able to manually intubate the patient without the video. No harm to patient or user was reported.

Manufacturer narrative:
The glidescope ranger video monitor was returned to verathon for evaluation. The technical service representative confirmed the reported no image. In addition, the technical service representative noted the image on the screen was spilt in half. The technical service representative isolated the issue to the charging control pcba and the lcd. The charging control pcba and the lcd were replaced and the battery was allowed to fully charge. The image produced by the returned video monitor was stable and clear with good color rendition. The video monitor was returned to the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends.